Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the atrial lead could not be inserted into the header of the device. The device was not implanted and returned for analysis.

Manufacturer narrative:
The reported field event of the atrial lead being unable to be inserted into the header was confirmed in the laboratory. During testing, the lead would not fully insert into the header. The cause was most likely due to epoxy in the ring contact spring.